Event description:
International affiliate reports that six (6) moss miami final tighteners became stripped during screw tightening, resulting in the tips becoming blunt and preventing tightening with these instruments. Additional moss miami final tighteners were available for use during the procedure. Affiliate reports these was no resulting delay and no adverse consequences to the patient. The following mfg. Medwatch reports are being filed for the six moss miami final tighteners that were involved in the event: 1526439-2014-11695, 1526439-2014-11696, 1526439-2014-11697, 1526439-2014-11698, 1526439-2014-11699, 1526439-2014-11700.

Manufacturer narrative:
Visual examination of the returned moss miami si final tightener identified that approximately 0.5mm in axial length of the driver¿s distal tip hexlobes had become stripped. The observed damage also indicated that it is in the direction of tightening. As such, this observation suggests that the driver had been off axis and most likely not fully seated during the tightening step of the procedure. A review of the device history record found no discrepancies. No issues were identified in the manufacturing and release of this product that could have contributed to the problem reported by the customer. As such, product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the moss miami si final tightener was conducted on the specific code from this complaint as a device family does not exist for this instrument. This analysis found no systemic trends that require further action. The root cause of the moss miami si final tightener becoming stripped cannot positively be determined. However, the observed damage is consistent with the driver most likely not been fully seated in the setscrew during final tightening. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The moss miami si final tightener is being returned for evaluation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The moss miami single inner final tightener was not returned for evaluation. A device history record (DHR) could not be conducted as the device lot number is unknown. A 12 month review of the complaint trend analysis for the x25 final tightener was conducted on the specific code from this complaint as a device family does not exist for this instrument. This analysis found no systemic trends that require further action. No corrective or preventative action is required as we are unable to confirm the reported issue or identify the root cause and there has been no observed systemic trend. Therefore, the complaint will be closed with no further action required. If the complaint product samples become available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned for evaluation.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.